Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, it was discovered that the polytetrafluoroethylene (ptfe) was peeled/scraped off on several places along its proximal section between approximately 35.0cm to 40.0cm section (from its proximal end). The ptfe coating was scrapped on one side on the guidewire and on some places the ptfe coating was scrapped 360 degree on the guidewire. The coating was scraped on several places along the guidewire proximal length. The ptfe coating appeared to be scraped off of the guidewire with the insertion tool and/or torque device brass collet; however, the torque device was not returned. During functional testing, the returned guidewire was kept hydrated per direction for use (dfu) and a demo sl-10 microcatheter was prepared per dfu. The synchro guidewire was loaded and advanced through the proximal end of a demo sl-10 microcatheter. The guidewire came out of the microcatheter distal end. There was no friction and/or resistance felt during the advancement. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was smooth. In case of this complaint, the additional information provided by the customer indicated that the device was prepared as per dfu. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu. Additionally, the reported issue could not be replicated during testing, as the device met specifications when functionally tested. Furthermore, the torque device was not returned back with the device and could not be tested to determine whether it contributed to the identified ptfe coating peeling. As a result, an assignable cause code of undeterminable has been assigned to the as analyzed issue guidewire ptfe coating peeling.

Event description:
Analysis of the returned device revealed that the subject guidewire's polytetrafluoroethylene (ptfe) coating had peeled. No clinical consequences to the patient reported due to this event.